Event description:
During a procedure, the customer encountered catheter recognition issue. It was also noted that there had been 3 impedance rises that occurred around the anterior roof. The problem was resolved by changing the catheter. Then 3 ablations were performed after the exchange (at 35 to 40 watts, 30 seconds, drag ablation). It was following the ablations when it was noted that the pt's blood pressure started decreasing and a mild cardiac tamponade was discovered. No info was provided as to what medical intervention was performed. The impedance setting was not changed during the procedure. The pt's current health condition has improved with satisfactory prognosis.

Manufacturer narrative:
The second catheter used during this procedure was: navistar thermocool diagnostic/ablation deflectable tip catheter. Mfg #: d-1197-16-s. Lot#: 14124245 (expiration date: 05/31/2012).